Manufacturer narrative:
The insulin pump was received with cracked end cap also, unable to perform the basic occlusion, occlusion, prime and excessive no delivery test due to cracked end cap. The insulin pump was monitored for several days and no blank display anomaly noted. No damage found on the c13 lcd isolation tape noted. No missing segments/partial display noted. The insulin pump passed operating currents measurement, self-test, unexpected restart error test and displacement test. The insulin pump had minor scratched/worn display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced partial display. Customer's blood glucose value was 78 mg/dl. The customer stated that she was driving home in the car and the screen went completely blank. The customer mentioned that the battery icon was the only thing that came up. The customer stated that she could not see the screen. The insulin pump will be returned for analysis.